Event description:
Pt was referred for lead extraction because of recall/alert leads. Indications for lead extraction were possible fracture with abnormal impedance measurements of the active fix lead.